Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.

Event description:
It was reported that, "the patient was hearing squeaking, clicking and was having discomfort so the surgeon revised. She has been contacted by a legal firm in (B)(6) to have her check with stryker as to whether or not her implants have been recalled. The patient was reluctant to reveal any further information in case it is turned over to legal counsel."